Event description:
It was reported that the patient had two mild seizures and one grand mal seizure since generator replacement surgery the day before. The patient's caregiver reported that the paperwork from the surgery stated that the new generator was to remain off for (B)(6) days after surgery, but the company representative at the surgery reported that the new generator was programmed on to the same settings as the previous generator. No further relevant information has been received to date.

Event description:
The physician stated that the patient was on a low dose of antiepileptic medication and the patient's vns was just replaced after the previous device had become depleted. However, the physician stated that the cause of the increased seizures was unclear. No further relevant information has been received to date.